Manufacturer narrative:
(B)(4). One used set was received for evaluation. Upon visual inspection blood residue was observed in the tubing and valve, and the luer lock of an unknown set was broken off inside the caresite valve. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) (B)(4) to address the issue. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: male end of pump set broke off into ext set. Received additional information on 13 jan 2017 that made this event reportable. When disconnecting primary IV tubing from a needless connector, the male end of IV tubing broke off, causing blood leakage.